Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 on the bilateral upper abdomen and bilateral lower abdomen using cooladvantage, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) a few weeks after treatment. Ph was described as visible and palpable areas that have lumps of fatty tissue more firm than surrounding fat. Patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the right upper abdomen and right lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 on the bilateral upper abdomen and bilateral lower abdomen using cooladvantage, coolcore contour applicators, who developed paradoxical hyperplasia (pah/ph) a few weeks after treatment. Ph was described as visible and palpable areas that have lumps of fatty tissue more firm than surrounding fat. Patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the right upper abdomen and right lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.